Event description:
The following was reported by the customer facility: (B)(6) 2011 - the surgeon attempted product implant for an open abdominal hernia repair and noticed a rip/hole on the inner portion of the mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info. This MDR includes all event and device info davol has received to date. Based on the condition of the returned device, it appears the mesh was damaged due to user manipulation at the time of implant. The warning section of the IFU states "do not cut or reshape the bard kugel hernia patch, as this could affect it effectiveness." The IFU also states "follow proper rolling insertion technique for patches as described in this instructions for use as other techniques may break the recoil ring." The surgeon completed the hernia repair with a second piece of mesh and no pt injury was reported.